Event description:
It was reported a coda lp balloon catheter ruptured when filled with a 15 cc mixture of saline and contrast. The balloon was being used in a (B)(6), male patient with a subrenal aneurysm and a stent that was placed in 2018. The procedure was for embolization of the inferior mesenteric artery and dilation-stenting of the left common iliac artery of the subrenal aneurysm. The approach was via the left and right femoral arteries. The balloon was inflated with 15 cc of a saline contrast mixture and subsequently burst. Another balloon of the same kind was used to complete the procedure. A slight increase in procedure time was noted. As reported, the patient did not experience adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.

Manufacturer narrative:
Customer (person): (B)(6). Occupation: pharmacist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
In additional information received on 08feb2022, it was reported that the balloon ruptured immediately upon inflation within the graft. There was no angulation or vessel calcification at or near the inflation site.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d9 correction: h3 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) hospital informed cook on 01feb2022 of an event with rpn: coda-2-9.0-35-120-32 (product lot 13627519). The balloon burst when filled with a 15-cc mixture of saline and contrast, despite the technical specifications stating that it could hold 30 cc. The balloon ruptured immediately upon inflation within the graft. Another catheter balloon with the same reference number was used and the procedure was completed successfully. There was no angulation at inflation site and no calcification present. It was reported there were no adverse effects to the patient due to this occurrence. Reviews of the documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. Medical imaging or photos were not provided for review. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that the appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) for lot 13627519 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Cook also reviewed product labeling. The device was packaged with IFU t_codalp_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ rupture of balloon. ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. Precautions: ¿ always manipulate catheter using fluoroscopic control. ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events: ¿ vessel dissection, perforation, rupture, or injury. Balloon inflation volume: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ rupture of balloon maximum inflation volumes: catheter size max. Volume coda-2-9.0-35-120-32 30 cc balloon preparation: note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon and close stopcock. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation: ¿ caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. ¿ inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. ¿ if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the complaint facility, DHR, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.